Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in fungal peritonitis manifested by fibrin in the effluent. The breach in aseptic technique was further described as the green cap was not removed properly and device mishandling by the patient. The patient "planned to go to the hospital"; however, it was not reported if the patient if the patient went to the hospital. On the same day as the onset, the patient was treated with amphotericin b (ongoing) and flucytosine (ongoing) for the event. Pd therapy was discontinued. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.